Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk h6 - work. Order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 -9.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens stuck in cartridge/injection system during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively with a same lengthe lens. This resolved the problem. Cause of the event is reported as unknown.